Event description:
It was reported that the device has reached battery depletion early due to increased left ventricular (lv) thresholds. The device was explanted and replaced. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 4194 implantable pacing lead implanted: 2007-(B)(6), 5071 implantable pacing lead implanted: 2011-(B)(6), 5076 implantable pacing lead, implanted: 2001-(B)(6), 5866 implantable pacing lead implanted: 2011-(B)(6). (B)(4).